Event description:
The user facility reported that the touch panel to their hexavue ip custom room rack was not responding to touch and the monitors connected to the rack had no video. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.